Manufacturer narrative:
The reported event indicated that the balloon was already inflated when the package was opened. However, the device was returned with the shuttle disengaged from the handle and the sealant in a deployed position. The condition of the returned device was consistent with a device deployment jam. Shuttle movement was checked and slight resistance was felt during retraction. Subsequent to unsheathing, it was immediately observed that the sealant was completely soaked in blood and blood stain was present near the proximal end of the advancer tube, which was indicative that blood was forced into the shuttle. High tension applied to the balloon catheter during the shuttle deployment step could result in a tight seal at the tip of the sheath and as the device is advanced, blood can be trapped inside the sheath causing the sealant to hydrate prematurely which can contribute to resistance during deployment. Based on the condition of the returned device and the investigation performed, the failure might have been caused by the sealant swelling up and increasing the profile causing the sealant to wedge between the shuttle cartridge and the sheath. The review of the lhr (lot f1423001) indicated that the device lot met all established performance criteria prior to shipment. (B)(4).

Event description:
The following information was reported: opened the package and the balloon was already inflated.